Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples of lots 1074688, 1040874, and 1040875, were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes have been overfilling. Not sure who I am to contact here but the last order of blue tops have been filling all the way up to the cap. So far we have multiple lot numbers that are filling up all the way to the top. It¿s not consistent though, in that some places have reported no overfilling of tubes with those lots.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1040874, medical device expiration date: 2021-11-30, device manufacture date: 2021-02-09. Medical device lot #: 1074688, medical device expiration date: 2021-12-31, device manufacture date: 2021-03-15. Medical device lot #: 1040875, medical device expiration date: 2021-11-30, device manufacture date: 2021-02-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes have been overfilling. Not sure who I am to contact here but the last order of blue tops have been filling all the way up to the cap. So far we have multiple lot numbers that are filling up all the way to the top. It¿s not consistent though, in that some places have reported no overfilling of tubes with those lots.